Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; defect of the power supply unit was noted. Defect of the igniter board was noted. The reported event was caused by the defect of the the power supply unit and igniter board. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, main lamp of the device did not ignite and spare lamp activated. There was no report of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. The following sections were updated: d4, d10, g4, g7, h2, h3, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the amount of use and age of the device (over 7 years), and physical damage to the device likely from a drop or hard object collision. This issue is addressed in the instructions for use (IFU): "do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.".